Manufacturer narrative:
The pump was received with blank display due to corroded battery cap contact. No blank display noted with a test battery cap and a cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 70 mg/dl. The customer states the display would not come on at all. The customer was advised to remove the battery for ten minutes and clean the battery cap. After reinserting the battery back in the pump, the display did not return. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.